Manufacturer narrative:
The cause of the reported symptoms cannot be determined. The express fluid warmer is used to warm therapy fluids for patient comfort and is not required to perform therapy, therefore malfunctions associated with the fluid warmer should not impact patient safety. Evaluation has not been completed as the device has not yet been returned. The nxstage medical considers this report closed. No additional information will be provided.

Event description:
Report received regarding a patient who was admitted to the emergency room due to not feeling well during treatment. He was using a fluid warmer which he stated did not keep him warm. He complained of feeling cold, shaking and had a temperature. His temperature spiked and he was admitted for monitoring and to rule out possible infection. He was treated prophylactically with antibiotics. However, test results were negative for infection. No other medical intervention was required. No further details were provided.